Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the blackout image was identified. It is likely the result of the advanced diagnostics; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: substrate was not good causing an image blackout. The cause f the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a blackout image during reprocessing. There were no reports of patient involvement.